Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator was giving an e433 error and restarting automatically. The issue occurred during maintenance. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported event was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error occurred due to a fault with the high voltage power supply. Olympus will continue to monitor field performance for this device.